Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: block b5, and h6 (impact codes) were updated based on additional information received.

Event description:
It was reported that the spaceoar was successfully placed on (B)(6) 2025. A computed tomography (CT) scan performed on (B)(6) revealed infiltration into the prostatic capsule. During the procedure, the target site was readily identifiable, and the needle was accurately positioned without difficulty. Hydrogel placement was confirmed via ultrasound imaging. It was reported that since radiation therapy can be postponed for this patient, the decision to proceed with radiation therapy will be made following a thorough consultation with the patient. Additional information. The initial report stated that the hydrogel was within the prostatic capsule, but after examining the subsequent computerized tomography (CT) images more closely, it was suggested that it may have entered a muller duct cyst within the prostate. The hydrogel was mistakenly left in place at the time of implantation, and there is no indication that it has moved. The patient's radiation treatment was delayed until the hydrogel dissolves.

Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number. Therefore, the manufacture date and expiration date are unknown. H6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. H11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the spaceoar was successfully placed on (B)(6) 2025. A computed tomography (CT) scan performed on (B)(6) revealed infiltration into the prostatic capsule. During the procedure, the target site was readily identifiable, and the needle was accurately positioned without difficulty. Hydrogel placement was confirmed via ultrasound imaging. It was reported that since radiation therapy can be postponed for this patient, the decision to proceed with radiation therapy will be made following a thorough consultation with the patient.